Event description:
It was reported the camera head had no image. The issue was found in the beginning of an unknown endoscopy procedure. The intended procedure was completed using another camera head. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: problem with charged couple device (ccd). Image flickers and goes black intermittently. Based on the results of the investigation, the device had no image due to problem with the ccd. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.